Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a left total shoulder arthroplasty involving a custom construct, the patient experienced a dislocation. The treating surgeon is considering revision and has inquired about a more constraining liner option to reduce wear and prevent further dislocation events. The subject devices remain implanted. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3.correction: upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty approximately ten (10) years ago. Subsequently, the patient is being considered for a revision surgery using a custom implant due implants dislocating. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). D6a: 2015. D10: medical products: item#: 113169, absolute bi-polar polyethylene ne; lot#: unknown. Item#: 113636, comp primary stem 16mm mini; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.